Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During surgery, surgeon and surgical techs references that some of the instruments were damaged from use over the years, and difficult to read. They asked that it would be nice to get them replaced. No additional time was added to this case as result to their complaints. No complications occurred due to the instruments. Product will be shipped back once hospital receives replacement please ship replacement to (B)(6). Patient consequence? No.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
.

Event description:
Surgeon used the sleeve as a cutting guide. Saw blade damage made the "18d lrg" eligible on the spout of the trial